Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobdurator mid-urethral sling system on an unknown date. According to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.